Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation the steerable guide catheter (sgc), the device acted as intended. The sgc was inserted into the patient, when inserting the clip introducer there was resistance noted. The physician pushed the clip hard and the sgc lost fluid column. The cds and sgc were removed and replaced. The final mr was grade 1. Post-procedure handling of the guide showed that it would no longer hold fluid column. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was confirmed via device analysis. The reported resistance was not confirmed. Additionally, a tear was observed in the silicone valve. The reported improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported resistance was unable to be determined. The reported improper or incorrect procedure or method was due to the user pushing the clip hard despite the resistance. The observed torn silicone valve appears to be due to the reported improper or incorrect procedure or method. The reported loss of fluid column appears to be a cascading event of the observed torn silicone valve. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation the steerable guide catheter (sgc), the device acted as intended. The sgc was inserted into the patient, when inserting the clip introducer there was resistance noted. The physician pushed the clip hard and the sgc lost fluid column. The cds and sgc were removed and replaced. The final mr was grade 1. Post-procedure handling of the guide showed that it would no longer hold fluid column. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.